Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as irritation under straps and te pads, with broken skin on left side and skin breakdown under back te pads. The patient reported a known nickel allergy. There was no alleged device malfunction contributing to the wound. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the wound is unknown.